Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of 583 mg/dl with high ketones. Bg was addressed with a bolus and manual injections. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.